Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a leak at the fitting for wash port 3 and the wash 1 fitting at the water manifold. The cse replaced the fitting and wash separation manifold due to the cracks in plastic. The cse primed wash manifold and performed a daily cleaning procedure on the instrument. The cse replaced the incubation ring motor as the instrument was giving incubation ring move errors and the ring was making a noise. The cse verified the adjustments and empty and fill operations and noticed that application module (apc) was not booting up. The cse calibrated the instrument and ran quality controls to verify the operation of the instrument. The cse replaced the apc for the computer, rebooted the computer, and synchronized the two computers. The cse ran quality controls, which were acceptable. The cause of the discordant, (B)(6) results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated three times on the same instrument and the first replicate resulted (B)(6), while the other two replicate resulted (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.